Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was unable to interrogate the ins using the handset with the communicator. The caller had spoken to mobility and they confirmed that the communicator was properly paired to the handset, and the smart programmer said it was not paired with the correct ins. The caller then tried to use the clinician programmer and it showed ¿njy??????¿ for the serial number. The caller did not indicate any other error message when interrogating the ins. The caller reported they tried resetting the devices and restarting the session before the call. The caller stated that the controller then showed the message ¿different internal device detected, reposition communicator over the correct device.¿ the caller stated that this was happening when attempting to use the clinician application. While on the call, the rep interrogated with the clinician programmer session a second time and entered the correct serial number. The caller ended the session and tried to interrogate with the handset, and the handset communicated without issue . Troubleshooting resolved the reported issue. The caller noted the patient was implanted the day of the call and speculated that the issue with the serial number being reset was related to the bovie during the case. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. When asked to clarify if the reported speculation that the bovie was related to the issue was confirmed, the rep indicated it was not confirmed just speculated. The rep reported that the cause of the interrogation and serial number issues was not determined. No further complications were reported.